Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: manufacturer email address. D4: additional device information. D9: device availability . G1: contact office (and manufacturing site for devices) contact name and email . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received (1) ilrght, certain titanium large hexed screw for evaluation. Visual evaluation was performed, products inspected and filed. Fracture identified at threads of the screws. DHR review was completed for the subject lot number 1256708. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1256708 for similar events and two other complaint were identified. Review completed utilizing keywords: fracture: screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, device malfunction did occur. The fracture has been identified at the threads of the screw, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : investigation completed.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported that the screws fractured on tooth location 36 and 45. The patient didn't suffer any injury as a consequence of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D10. Concomitant medical products iuniht, certain titanium hexed screw lot 1265774. G4: premarket identification k072642.